Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted. The insulin pump was received with cracked case at display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery and she has experienced high blood glucose. The customer stated that she was driving when she received the first alarm. Blood glucose value is unknown. The customer also reported that the buttons are sticking. She tried to clear the alarm and had difficulty pressing the buttons and the esc button does not respond properly. The customer did not recall any significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.